Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the damage found was sustained during the surgical procedure.

Event description:
The patient received inappropriate shock therapy due to a decrease in sensing. The lead was repositioned but the signals were still to low. The lead was explanted.